Event description:
Customer stated that during a probe crash, the probes sprayed some water over the top of the reagent cassettes. Customer changed the probes and noted during this time period, they had generated an erroneous glucose result. The original run yielded a result of 3 mg per dl. The repeat result from another i800 yielded a result of 47 mg per dl. The erroneous result was not reported. The field service representative determined a faulty liquid level detection cable to be the cause and replaced the cable. He performed a successful precision check and documented analyzer was performing within specification.